Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. There were no non-conformances generated during production. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile part 04.004.649 / 7196932 was manufactured in us, (B)(4); manufacturing date: 16-jan-2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a tibia fracture injury that occurred on (B)(6) 2012; there was an unknown surgery on an unknown date to repair the injury. The patient had various surgeries being implanted with non-synthes products, in which a fragmented screw still remains in the patient. On (B)(6) 2015, the patient had a synthes tibial nail and seven (7) screws implanted due to a non-union of the tibia fracture. The patient underwent revision surgery on (B)(6) 2016 to remove the intact tibial nail and seven (7) screws; and was revised with bone graft, a 3.5 mm locking compression plate (lcp) medial distal tibia plate and the fibula was plated as well. There was no delay in surgery and the procedure was completed successfully. This report is 1 of 8 for (B)(4).